Event description:
Customer compared her blood results between her two breeze2 meters. One comparison was 108 versus 54 mg/dl and another comparison was 188 versus 48 mg/dl. The difference between the readings falls in the "c" and "d" zones of the consensus error grid, making the differences clinically significant. No adverse events were alleged. Customer was sent new strips. She is to return her strips for evaluation.